Event description:
Related manufacturer's reference number: 2017865-2021-32284. Related manufacturer's reference number: 2017865-2021-32285. It was reported that the patient presented in the hospital. While in the hospital it was discovered that the patient had sepsis in the blood. The physician opted to perform a full system explant. The patient was in stable condition before and after the procedure.